Event description:
A caller reported that the mobile app froze while attempting to load a cartridge. There was no adverse impact to the customer's blood glucose level. After re-launching the app, the pump initially was not paired, but the caller was able to successfully re-pair the mobile app with the pump, and no further assistance was required.